Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had time clock anomaly. The customer¿s blood glucose level was unknown. Customer stated that the gain was greater than 1 minute per week. Customer stated that the gain was greater than 4 minutes per month. Troubleshooting was performed. Customer was advised to the insulin pump would need to be replaced and to discontinue use of the insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.